Manufacturer narrative:
A siemens's headquarters support center (hsc) specialist evaluated the event. Hsc reviewed the instrument data. Hsc did not find any instrument issues. Hsc did find a clot detect error. The technical support center (tsc) found that the customer uses plasma separator tubes, serum separator tube and plain plasma tubes. The customer spins the sample for four minutes at 4,500 repetitions per minute (rpm). Tsc reminded the customer to follow the manufacturer's recommend spin times. The cause of the discordant sodium, potassium and chloride results was due to sample integrity issues. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, sodium, potassium and chloride results were obtained on four patient samples on a dimension exl 200 instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on the same instrument, resulting within the patient's clinical ranges. The customer reported out the repeat results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, sodium, potassium and chloride results.